Event description:
A surgeon reports losing track during surgery and the laser would not re-acquire. This occurred at 97% completion of the procedure. The surgeon stated he was satisfied with the amount treated and if he had any other concerns he would call back.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, when additional reportable information becomes available.